Manufacturer narrative:
Image review: the returned images capture the patient lesion condition as reported by the account. Pre-dilation is not captured in the images provided. The images capture the delivery and implantation of a stent in the obtuse marginal. The complaint device is then delivered to a side branch of the obtuse marginal. Inflation is visible in the lesion, but the reported balloon burst is not captured in the images provided. The reported occlusion is visible immediately distal to the implanted complaint device. A stent is delivered to the location of the occlusion, but the stent is not deployed. The stent is removed from the patient. Post dilation is carried out on the two implanted stents. Improved flow is visible in the om post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx drug eluting stents were intended to be used in a procedure. One of the devices was successfully implanted in the obtuse marginal. The main and side branch were both pre-dilated. A 2.5x18mm resolute onyx drug eluting stent was intended to be used in the proximal circumflex to treat a mildly calcified lesion with 80% stenosis. It is reported that the balloon was inflated to 20atm. 19 seconds into the inflation the balloon burst which resulted in no flow. The stent was implanted. Post dilation was performed using kissing balloon technique. Max stent deployment pressure post-dilatation was 14atm. Because of the no flow, a dissection was suspected and therefore another stent implantation was planned. Dissection was not confirmed on repeat injection. It was reported that no dissections occurred. On repeat fluoro the flow was restored therefore the 3rd stent was not implanted, although it had been introduced into the guide catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.